Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. The device failed op check and the root cause was undetermined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that ECG fault. There was no reported patient involvement/adverse patient impact.